Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-44783. It was reported that the patient presented to the hospital for a pre-procedure examination for a scheduled generator change procedure. Upon interrogation of the device, it was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition and discharged. New information received indicated that the pacemaker also exhibited high capture threshold. The pacemaker was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
The reported events of capture and pacing anomaly were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. Electrical analysis, mechanical analysis, visual inspection, and longevity assessment found no anomalies.